Event description:
(B)(6) - it was reported by the consumer that he was using the 6895 mariner rehab shower chair over the commode when the seat cracked and broke in half, right in the middle, resulting in the end user falling into the commode. There was no reported injury.